Manufacturer narrative:
(B)(4). Product was returned to zimmer biomet for investigation, but was inadvertently discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported device exhibited packaging damage, which may have potentially compromised sterility.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was returned, but accidentally destroyed before it could be evaluated. Damage to the external packaging can be confirmed, however, the sterility of the product could not be verified. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.